Event description:
It was reported that a faradrive steerable sheath clear was selected for use in a pulmonary vein isolation procedure to treat atrial fibrillation. During the procedure, after difficulty the faradrive steerable sheath clear was able to cross the septum, however, the faradrive steerable sheath clear able to provide adequate farawave catheter support. The faradrive steerable sheath clear was removed and inspected. The tip of the faradrive steerable sheath clear felt soft and appeared deformed for at least 20cm back from the distal tip. The faradrive steerable sheath clear was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use in a pulmonary vein isolation procedure to treat atrial fibrillation. During the procedure, after difficulty the faradrive steerable sheath clear was able to cross the septum, however, the faradrive steerable sheath clear able to provide adequate farawave catheter support. The faradrive steerable sheath clear was removed and inspected. The tip of the faradrive steerable sheath clear felt soft and appeared deformed for at least 20cm back from the distal tip. The faradrive steerable sheath clear was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The returned faradrive sheath observed a successful insertion during device-to-device interaction with a known-good dilator and farawave catheter. The ID and od dimensions of the faradrive shaft were measured and found to be within specification. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator od and sheath tip ID when the dilator was introduced.